Event description:
Pt presented with long standing history of back pain refractory to conservative care including non-steroidal anti-inflammatory medication, epidural steroid injection as well as other injections. Pt work up included MRI scan, CT myelography, plain films, or CT diskography, all which concurred for failed fusion and gross motion about the hardware, superior most aspect of l3-4 fusion and a fracture thru his old synthes hardware. Films also showed radiolucency about hardware, CT scan showed not only lysis about screws, but evidence of lack of fusion about instrumentation. Operative findings notes state hardware was fractured bilaterally inferiorly at the superior most aspects, indicating possible pseudoarthrosis at this level as well. We do not know where this hardware was implanted.

Manufacturer narrative:
Device available for eval: yes.